Manufacturer narrative:
Final analysis indicates the field complaint of loss of capture was not confirmed and backup mode was confirmed. The device was received in backup mode with battery voltage above elective replacement indicator. Measurement of the device output and capture tests found no anomalies in device output. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies. Backup vvi operation was discovered in the as received condition. This was consistent with exposure to radiation therapy in the field.

Event description:
New information notes that the device was explanted due to being close to the elective replacement indicator (eri). The patient was stable with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that the patient's pacemaker had reached the elective replacement indicator (eri) on (B)(6) 2019. It was also noted that the patient presented in backup vvi mode on (B)(6) 2019. High impedance values and low pacing was observed on the device possibly due to radiation therapy and it's contribution to battery drainage. A device restoration was not performed as the physician thought it would be more beneficial to have the device replaced as it was close to eri and the patient had an intrinsic rhythm and was not dependent on the device for normal function. The device was pending explant. There were no adverse patient consequences.